Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and 8 inappropriate shocks due to patient's atrial fibrillation (af) with rvr. Therapy exhaustion was suspected. Boston scientific technical services (ts) reviewed the patient's data and confirmed there were no out of range measurements. The patient was admitted to the hospital and her medication was adjusted to treat the af. The device remains in service. No additional adverse patient effects were reported.